Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that since having the device reprogrammed, the patient would experience a surging sensation ¿every now and then.¿ the patient had needed to call a manufacturer representative, but hadn¿t had time. Without the implantable neurostimulator (ins), the patient would not have been upright, as the patient had severe degeneration of the spine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an electrical surge which has started ¿a long time ago¿. The patient was having problems with the unit, and it has been malfunctioning. Periodically, the device surges and feels as though his whole lower body was stuck into a light socket, and when this stops it feels as though she fell in a hole. Now there is a shooting electrical pain from the implant across the lower spine. This started at the end of the week prior to the report (confirmed as (B)(6) 2018). It does this at random. The patient¿s device was currently on and when the device is off, everything will stop. When he turns it back on and resumes as normal, every now and then (for example, 10 minutes prior to the report, when the patient went out the back door and put the right leg down), the device just shocks. The patient was told to turn her device off. She turned her device off, and it is no longer ¿electrically shocking¿ the patient. The patient noted that she is elderly and doesn't want to fall. The shock is very painful when it¿s shocking. This all just started out of the blue. When the first zapper hit, she was just getting laundry out of the washer. The patient stated that this is not positional. When this happens, it will only last a minute. The patient noted that she would like to be able to walk and stand upright. She was thinking about seeing another surgeon to have the device removed. Additionally it was noted that the implantable neurostimulator area is tender (this started a while prior to the report). There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s surging is somewhat resolved. The rep has made it much better, but they can¿t replicate the issue in the office so the manufacturer's representative (rep) is not able to fix it. The patient stated that they can¿t make it surge, and they can¿t make it stop. The patient described the surging as triple the device output. The patient stated that they had the device off for two weeks and realized how much they need it for pain relief. The patient was told by the rep that they are doing a great job maintaining the device. No further complications were reported or anticipated.